Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer of the programmer experienced delayed performance. An hour glass popped up on the programmer, and there was a delay of twenty-to-thirty seconds; it was noted that it happened again when trying to decrease the voltage. It was also reported that threshold testing was kicked out after four pacing impulses, with the programmer saying there was noise. The analyzer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the analyzer experienced delayed performance. It was noted that the patient connector pins were damaged, however this would not affect performance. The analyzer will be sent to the manufacturer for repair. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.